Event description:
St jude medical, daig division, was notified of an incident which involved the capping of a myocardial sutureless permanent pacing lead. An event summary report was received from guidant corp on 06/12/2000 indicating that the lead was removed from svc due to high impedance. The lead was capped and remains implanted, therefore the problem could not be confirmed. The status of the pt is unknown.